Manufacturer narrative:
The product return has been requested however has not yet been received. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Medtronic received additional information that the patient's weight was (B)(6) lbs.

Manufacturer narrative:
Conclusion: no unusual findings or malfunction were observed during the examination of the returned device. Potential factors that can influence a valve dislodgement include: tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. A root cause could not be established from the information available. The reported aortic regurgitation does not indicate a potential manufacturing issue. Aortic regurgitation and paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions, and a conclusive cause could not be determined from the limited information available. However, it was reported that the severe paravalvular aortic regurgitation was caused by a low valve implant. A relationship of the congestive heart failure to the device or procedure could not be determined, though it is likely related to patient condition. Pleural effusion is a known effect that can occur after cardiac procedures, but a conclusive cause could not be determined. Dissections and perforations are known potential adverse effects, per corevalve instructions for use (IFU), that can occur during any invasive procedure. In this case it appears that the dissection and perforation occurred as a result of the valve positioning, however, we are unable to conclusively determine this based on the information made available.

Event description:
Medtronic received information that after deployment of the first transcatheter bioprosthetic valve, the valve dislodged and a second transcatheter bioprosthetic valve was placed valve-in-valve. The patient returned to the hospital 16 days post implant due to a high grade paravalvular leak (pvl). Congestive heart failure (chf), low cardiac output, low cardiac index, and a bilateral pleural effusion was noted due to the (pvl) related to dislodgement of the valves into the ascending aorta. Both transcatheter bioprosthetic valves required explant and replacement. During the surgical replacement, the ascending aorta required replacement (non-medtronic product) due to dissection and perforation, secondary to the transcatheter bioprosthetic valves' implant. In addition, two coronary artery bypass grafts (CABG) were also performed (mammary to left anterior descending and vein graft to posterior descending arteries). It was noted that the patient had cardiogenic shock post open heart surgery and required placement of a left ventricular assist device (lvad) and intra-aortic balloon pump along with ECMO (extracorporeal membrane oxygenation). Two weeks post open heart procedure, the ECMO flows were decreased and the ECMO treatment was discontinued. After cessation of ECMO, (the intra-aortic balloon pump and inotrope support remained) the patient's hemodynamic status deteriorated until becoming non-pulsatile. The cause of the patient's death was reported as cardiogenic shock secondary to critical aortic stenosis.

Manufacturer narrative:
Additional details regarding this event were received that six days post implant, echocardiogram revealed a well-functioning transcatheter bioprosthetic valve in the aortic position with a mean gradient 6 mmhg and mild grade aortic regurgitation; mild to moderate mitral regurgitation was noted. A chest x-ray (cxr) 12 days post implant revealed the moderate left pleural effusion with worsening bilateral pulmonary edema and apossible infectious infiltrate/pneumonia of the left lower lobe. Due to the patient's continued shortness of breath, orthopnea, and findings on the cxr, a right heart catheterization was performed to further evaluate intravascular volume status. Elevated right and left heart filling pressures, moderate to severe pulmonary hypertension was noted, and reduced cardiac index. The suspected cause of the paravalvular aortic regurgitation was from low valve implant. The patient was scheduled for open heart surgery, at which time the pericardium was opened and revealed two of the transcatheter bio prosthetic valve struts were perforating the anterior aspect of the ascending aorta in the mid portion of the inflow side of the valve. The position of the valve was intraventricular along thecircumference from the right coronary artery to the left main coronary along the noncoronary sinus with complete exposure from the aorta to the left ventricle. Images were sent to medtronic and are pending review. Upon completion of the the investigaiton, a supplemental report will be filed. (B)(4).

Manufacturer narrative:
Upon receipt at medtronic¿s quality laboratory, the valve was discolored, showing evidence of blood contact. All leaflets were in the closed position with small gaps between the coaptive ridges of leaflets 1-3 and 3-2. All leaflets were slightly stiff but flexible which may be due to blood contact and/or the decontamination process. All leaflets were intact. All commissures were intact. There was no evidence of host tissue. Radiography showed no evidence of mineralization or frame fractures. The investigation remains in progress.